Event description:
It was reported that pump malfunction occurred and no notable events were described before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received help to reset pump successfully, planned to load cartridge independently, and was informed that pump would be replaced; technical support also attempted to reach guardian by phone and left message when there was no answer.